Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was unknown. The caller stated that the customer had been ill for years, was hospitalized for diabetic ketoacidosis, kidney issues, a bad infection, high white blood cell count, and dehydration that may have led to the customer's passing. The customer¿s blood glucose was 1600 mg/dl at the time of hospitalization. The customer was wearing the insulin pump at the time of hospitalization and at the time of death. The pump had no insulin and there was no indication of the pump malfunctioning. The customer was not using sensors. The caller declined to return the insulin pump for analysis.